Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-15523. It was reported the patient experienced fever, high white blood cell count, and headache 2 days after being implanted with an scs system. The headache was accompanied by clenching and shaking of the patient's upper body. The patient had been admitted to the hospital after being implanted, due to a history of back surgeries. The patient also had pneumonia prior to having the scs system implanted. Patient was given IV antibiotics and breathing treatments. Chest x-rays revealed no abnormalities. The patient's fever and headache later resolved. The physician stated, they do not believe the high white blood cell count was caused by an infection and the incisions looks fine. A neurologist consult was obtained and the neurologist indicated the headache was migraine related.

Manufacturer narrative:
Evaluation codes: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Evaluation codes: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.